Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Last name unknown / not provided.

Event description:
It was reported that the implant's hexagonal connection stripped upon placement. Implant had to be removed and replaced.

Manufacturer narrative:
This report is being submitted to report additional information. The product was returned for investigation. The reported event is unconfirmed following inspection and evaluation. Based on the evaluation, the device malfunction has not occurred. However/additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review for the lot had revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Functional testing was performed for the returned product with an in-house mating screw. The screw mated with the implant as intended. A definitive root cause could not be identified. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.